Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. In addition. The customer's blood glucose (bg) level was 48 (mg/dl) due to the customer not eating before bed the night prior to the report causing the customer's blood glucose level to drop. The customer consumed a glucose tab to address bg level.